Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator door did not open. A field service engineer replaced worked with customer remotely to reboot the station to resolve the issue. The system functioned as intended after the field service engineer remote fixed the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator door did not open, preventing user from removing the required medication. The customer stated that the users were able to retrieve the medications from the other station. There were no adverse events or injuries reported based on this event.